Event description:
The physician attempted arteriotomy closure with the perclose a-t device (the closer ak) after a diagnostic procedure, at facility. Fluoroscopy confirmed arteriotomy placement in the right common femoral artery. The physician reported that the "vessel appeared small, consistent with the pt's small frame", and that the "device was tight when fed over the wire, but no tighter than usual". The guide wire was removed and the device was attempted to be advanced to obtain mark. The devcie could not be advanced and mark was never achieved. The physician was unable to pull the sheath back. The device was then manipulated back and forth when a "cracking" sound was heard. The clinical specialist on staff was consulted and the physician was instructed to rotate the device. The device was rotated and that was when the body of the device was rotated and that was when the body of the device separated from the catheter, just above the foot. The physician reported that iliac stents placed 8 years ago did not affect the device break. The pt was transferred to a nearby hospital. A vascular surgeon and an interventional radiologist were consulted and were not able to grasp the catheter from the right groin access site. Removal of the device via the left brachial artery was attempted. The device was snared in the left brachial artery but the distal portion broke away. The remainder of the device was removed via the left femoral artery. Hemostasis was achieved to the right femoral artery, the left femoral artery and the left brachial artery with hemostasis patches. The pt had no further adverse sequelae.